Event description:
Two talent stent graft were implanted for the endovascular treatment of a thoracic aortic aneurysm, approx 26 months ago. Aneurysm and vessel morphology at the time of implant were not reported. There is some angulation in the aortic neck, currently. A talent bifurcated stent graft was implanted with sufficient, recommended overlap between the main body and the contralateral limb (MFR report #2953200-2011-01702). The physician may have caused a hole during aggressive ballooning. It is unk if over time, the hole led to aneurysm enlargement to an unk size, that together with the aortic neck angulation, has now led to a junctional type iii separation between the main body and the contralateral limb; the limb is still within the gate of the main body but has slipped about 1.5 cm distally and has almost pulled out of the gate. A 14x20x105 talent limb was placed to reline the overlap area of the contralateral limb and the main body, successfully repairing the type iii endoleak. However, there was still an endoleak present, most likely due to a hole in the main body. An endurant 32x32x49 cuff was placed inside the main body, and no further endoleak was evident. The pt is fine and no add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results and conclusion: (disease progression; aortic neck angulation). (Aggressive ballooning).